Event description:
It was reported that the customer had an urgent care visit and his blood glucose was 130mg/dl. The nurse believes the insulin pump was not giving insulin and the memory does not last. It was stated that after ten entries per capture events the memory is gone. The father stated that his son's blood glucose has been high in the morning for a while. It was mentioned that his settings were adjusted a month before the event during another visit. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.